Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that he smelled insulin inside the device. Troubleshooting was performed. Requested customer to attach the plunger back onto the reservoir and to push out the insulin to find where it was leaking. The customer stated that the tubing did not come apart. No further info was provided.